Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient was born on an unreported date in (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample evaluation showed there was no failure or malfunction that was identified that could have caused or contributed to the home patient passing away. An internal and external inspection was performed. During visual the unit had no backlight; therefore, the keypad lighted cable was replaced. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests successfully. The device was serviced more than one year ago; therefore, the service history review will not be performed. A review of the device history revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. There was no evidence that the device caused or contributed to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, passed away. The cause of death was unknown. On the same day as death, the patient stated that he had a burning sensation in the chest and the patient¿s breathing was labored. The patient's spouse turned up the patient¿s oxygen from 2.5l (liter) to 3l. The spouse called an ambulance, the ambulance arrived at 9 pm, and the patient passed away before they reached hospital. Pd therapy was ongoing until 9 pm at which time the patient was disconnected from the hc device to go to the hospital. The patient was not connected to the hc at the time of death. The patient was scheduled to be reconnected to the hc at 10:00 pm. At the time of this report, the patient¿s death certificate was not available. No further information was provided. Additional information was requested but is not available.